Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an internal hlc battery, designator bt2 from the analog pcb assembly. The hlc battery bt2 would no longer hold a charge and led to the device not remaining powered on during testing. (B)(4).

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that an internal hlc battery would not retain a charge and led to the device losing power. There was no patient use associated with the reported issue.